Event description:
It was reported that the patient with this pacemaker had passed away approximately three years ago. Recently, a patient advocate made a claim that the pacemaker was defective and may have cause or contributed to the patient's death. The pacemaker has been buried with the patient three years ago and no further information regarding this case was made available. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.